Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; unable to evaluate returned test strips, no sufficient samples(1) to evaluate. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-130mg/dl fasting. Verified the strips expire 12/31/2017. Customer confirms the strips have been properly stored and were first opened 3/8/2016. Customer performed a back to back blood test and obtained 171mg/dl and 165mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 224mg/dl. Customer informed that tested in the lab and obtained glucose result of 168mg/dl and then tested with the truebalance meter and obtained results of 224mg/dl (truebalance is 20% accurate within lab result).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-130mg/dl fasting. Verified the strips expire 12/31/2017. Customer confirms the strips have been properly stored and were first opened 3/8/2016. Customer performed a back to back blood test and obtained 171mg/dl and 165mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns:224mg/dl. Customer informed that tested in the lab and obtained glucose result of 168mg/dl and then tested with the truebalance meter and obtained results of 224mg/dl (truebalance is 20% accurate within lab result).